Event description:
It was reported, that the videoscope had snowflakes on the image. The issue was found during reprocessing. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
E1: (B)(6) the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the circuit board was failing causing the image snowflakes. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.